Event description:
It was reported that balloon rupture occurred. The target lesion was located in superficial femoral artery. A 4.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for dilation. However, during the first inflation at 6 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with a different device. No complications were reported, and the patient was in good condition post-procedure.

Manufacturer narrative:
Sterling balloon catheter was returned to manufacturer: a visual and microscopical examination was done on the outer shaft, inner shaft, balloon and tip. Visual examination revealed no damages. Microscopic examination revealed a longitudinal tear in the balloon 11mm from the tip and is approximately 13mm long. An inspection to the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in superficial femoral artery. A 4.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for dilation. However, during the first inflation at 6 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with a different device. No complications were reported, and the patient was in good condition post-procedure.